Event description:
Subject received 140gy of therasphere to left lobe in 2002. Patient was admitted to the medical center in 2002 with an elevated bilirubin = 17.7 mg/dl and severe jaundice. Other problems included pruritis, mild abdominal tenderness, gross hematuria, and light-colored stool. Patient underwent a liver biopsy in 2002. The biopsy report noted significant lobular injury and inflammation of hepatocytes which may be attributable to hepatitis b infection and/or radiation injury. Subject was started on 25 mg of prednisone daily. The patient also had a short-term discontinuance of antiretroviral use due a potential association with liver dysfunction.